Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach was further described as the patient made an unspecified error during therapy. The patient was hospitalized on the same day as onset of the event and was treated with unspecified antibiotics (dose, route and frequency not reported). The patient was discharged four days after hospitalization and was recovering. It was not reported if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.